Manufacturer narrative:
Concomitant device(s): flexability, advisor hd grid, inquiry optima. The reported event of cardiac tamponade, pericarditis, retroperitoneal hematoma, acute paralytic gastric dilatation, transient ischemic attack/brain infarction, and transient diaphragmatic paralysis could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing ref: 2030404-2021-00012, 3005334138-2021-00100, 3005334138-2021-00099. The following was published in wiley: the journal of arrhythmia titled, "importance of the length of the myocardial sleeve in the superior vena cava in patients with atrial fibrillation" by eiji nyuta, et al: out of 427 patients, in 12 (2.8%), the complications associated with procedure, including 5 (1.2%) cardiac tamponade, 2 (0.5%) pericarditis, 2 (0.5%) retroperitoneal hematoma, 1 (0.2%) acute paralytic gastric dilatation, 1 (0.2%) transient ischemic attack/brain infarction, and 1 (0.2%) transient diaphragmatic paralysis, were observed.